Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump exhibited "double beep with cassette". No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition and the screen was scratched. Functional testing involved starting the pump in application and found that the pump exhibited double beeping with a cassette attached. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.